Manufacturer narrative:
This report is submitted on (B)(6) 2018. (B)(4).

Event description:
It was reported the device was explanted on (B)(6) 2018 due to the reason that the magnet had become loose and the implant thread connecting the magnet was stripped. The patient was re-implanted with another device during the same surgery.

Manufacturer narrative:
The implant and magnet was analysed, and when looking at the bi300 implant in microscope, the internal m1.8 threads had severe damages. The bim400 implant magnet does not have any visual defects. There is soft tissue on the magnet screw head. It's not possible to tighten to the bi300 implant since the thread in it is nearly completely gone. The damages identified on the bi300 implant could suggest that when inserting the implant, a machine screwdriver unigrip has been used. The implant shall only be inserted with an implant inserter. However, it's not possible to determine if the root cause of the damages is due to using the wrong equipment. Root cause to why the bi300 implant threads are damaged remains unknown. Previous product investigations have not shown any relationship between a product geometrical deviation and the reported clinical complication. Additionally, there are no indications that a product failure has contributed to the reported issue. The report frequency for these complications is being monitored under cbas complaint and MDR data monitoring plan, and this event is added to this monitoring. This report is submitted on october 19, 2018.